Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion and unable to download due to corrosion on electronic board stack. Unable to verify pump error 35 due to download anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify blank display anomalies due to critical pump errors.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and now the screen was blank. The customer stated the red button was flashing and the customer was unable to clear the alarm. The contacts on the battery cap were not missing or damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.